Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was not impacted. The customer was able to clear the alarms and resume insulin delivery. As the customer was not receiving an alarm at the time of contact with tandem technical support, troubleshooting to determine a possible cause of the occlusion was not performed.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.